Event description:
At about 1 year 4 months after the primary, the patient came in presenting instability and the cause was loose baseplate due to poor bone quality. No bone graft used during the primary. The surgeon revised the glenoid, reverse metaphysis to anatomic metaphysis and a sensitin humeral head was placed due to nickel allergy reported by the patient. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 february 2026. Lot 2344401: (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 2029-05-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review.